Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe and three blue fiber cable kits due to persistent errors c34 and c54. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe and blue fiber cable kits.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, errors c-34 and c-54 occurred on vio dv integrated electrosurgical unit (iesu). The customer used a third-party esu (forcetriad) to continue with the procedure. The procedure was completed with no reported injury.